Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the shaft of the catheter.

Manufacturer narrative:
Received 1 used silicone catheter only. Per the visual inspection, a cut 0.50¿ from the bifurcation on the inflation lumen was found. Per the functional evaluation, water was injected by the inflation lumen and leakage was noted by a cut below the bifurcation area on the inflation lumen. The reported issue was confirmed as manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leaked from the shaft of the catheter.